Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The blood glucose reading was 50 mg/dl. The customer also reported that the buttons were not responding. The customer reported that the blood glucose was low due to working out for the past 2 hours and was treating with candy. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump had cracked case at the display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.